Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's pocket opened up the day/night of surgery. The patient was taken back the next day to surgery to have it restricted back up. On 2021-may-20 (B)(4) (rep): additional information was received from a manufacturer representative (rep). The rep reported that the patient came in for their follow up appointment. Their stitches were cut and the incision opened again making the battery visible. The decision was made to explant the system. The patient was explanted 5/20. The plan was to let the incision heal, culture to make sure there was no infection and reimplantation was going to be scheduled for the future.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there was no pocket erosion. Wound partially reopened immediately after removing stitches with some (approximately 5 cc of serosanguineous fluid) discharge. It was cultured and came back negative for any infections. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.